Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl after changing infusion set. Customer reported that when infusion set was removed, cannula was bent. Customer again experienced the same issue with bent cannula and blood glucose was 400 mg/dl. Customer also received a no delivery alarm. Customer was not able to troubleshoot due to taking another call. Customer would need to call back.